Manufacturer narrative:
A philips bench repair technician (brt) evaluated the device and confirmed the customers complaint. The nbp failed calibration due to leaking. Also, the x3 has a ¿syncout equip malf¿ and ¿bad msl¿ alerts. This is due to a faulty msl board and a damaged msl/mainboard cable. The brt replaced the nbp assembly, msl board, and msl/mainboard cable to remedy. The device was operational after repairs were completed and the device was returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue x3 patient monitor indicating the device was not giving accurate bp readings. It is unknown if the device was in use at time of event, and there was no adverse event reported.